Manufacturer narrative:
Unit received with blank display due to lcd puncturing through the isolating tape and making contact to the positive side of the battery tube. Unit received with corroded battery tube. Unable to verify battery out of limit or compromised force sensor alarm due to blank display anomaly.

Event description:
Customer reported via phone call that insulin pump was blank. Insulin pump received a battery out limit alarm due to battery being depleted for an extended period of time. Display screen returned after battery change. Customer also received a compromised forced sensor alarm. Customer's blood glucose was 79 mg/dl. Insulin pump would need to be replaced.